Event description:
It was reported that 600 bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing up the side of the sst tube. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that 600 bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing up the side of the sst tube. No serious injury or medical intervention was reported. Investigation summary: investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gel was smearing up the side of the sst tube. No serious injury or medical intervention was reported.